Event description:
It was reported that at a follow-up appointment, loss of capture was noted from this right ventricular (rv) lead. The physician elected to surgically implant a pacing-only lead into the rv to resolve the event. It was stated that the pacing portion of this rv lead were capped, but that the shock coil remains in-service. The patient was stable with no additional adverse effects.